Manufacturer narrative:
Product not returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 45% battery life to 0%. The user's blood glucose (bg) level was in the 300's (mg/dl). The bg level was addressed with a bolus. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.